Event description:
New equipment received 4/19/94. 133 specimens processed with machine reporting alert that wax melting chambers overheated. No damage to specimens reported. On 4/20/94, 133 specimens processed. Machine malfunctioned causing mix in reagents and improper processing. Reprocessed by hand on 4/21/94. Service representative added new computer board to instrument. Test ran equipment on 4/21/94 and 4/22/94 with no problems. On 4/25/94, specimens processed on tissue processor and equipment malfunctioned. Service representative returned and found a piece of metal scrap floating thru machine causing a valve malfunction and contaminating chemicals and reagents. Twenty-three tissues processed. Seventeen required disclaimers on reports.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.